Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 12:00 am, the patient experienced a loss of consciousness while watching television. The patient regained consciousness independently after an estimated duration of one hour. Upon regaining consciousness, the patient noted that her continuous glucose monitor (cgm) displayed a sensor failure alert, indicating that she had not received any hypoglycemia notifications prior to the event. The patient reported the last cgm value she could recall was 130 mg/dl, though the time of this reading was not specified. There was no documentation of any medication or treatment administered by the patient during this period, nor was there documentation of a blood glucose (bg) meter reading taken by the patient. At approximately 2:30 am, the patient began experiencing symptoms including shakiness, disorientation, and dizziness. She contacted emergency medical services (ems). Upon arrival, ems measured the patient¿s bg at 50 mg/dl. Ems treated the patient with crackers and peanut butter. No additional event details were provided. The patient was reported to be stable (¿fine¿) at the time of reporting. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.